Manufacturer narrative:
Date of event: (B)(6). Date of report: 28aug2019. The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The international service technician replaced the power switch overlay and the issue was resolved.

Event description:
It was reported that the unit had a light emitting diode (led) illumination failure. There was no patient involvement.